Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video sample was reviewed, and it was noted there was a red discoloration on one end of the fiber bundle. This red discoloration is not a internal leakage of blood inside the dialysate path, instead pur (polyurethane) being coated on the outside of the fibers. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header of a revaclear 400 during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.